Event description:
The physician reported that a procedure was performed due to left side mild seroma in regards to this pt in the (B)(4) study. The seroma was drained under ultrasound guidance. The device remains implanted.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling addresses the reported event of seroma as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion, however, as we have been informed that the pt has had a procedure performed to correct the issue we are taking the precaution of reporting this event to you."